Event description:
It was reported that, "pt complained of groin pain. Pt had done reasonably well since surgery. Recently complained that after a particular incident started having discomfort in her hip." Pt was revised.